Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a letter from their orthodontist explaining patient is displaying excess wear on the anterior incisors. They have edge to edge anterior relationship with heavy anterior contact on maxillary and mandibular incisors. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.